Manufacturer narrative:
Visual inspection: - no significant deformations or damage of the valve were detected. Test of permeability, adjustability, as well as the brake functionality and brake force: - the progav valve was permeable and adjustable but the brake function is no longer performed in function, so the braking force cannot be measured. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances. Based on our investigation, we are able to substantiate the claim of "self- adjustment". We assume that the observed deformation is responsible for the functional impairment of the adjustability. Excessive pressure from the adjustment pin or a knock on the patient's head can impair the integrity of the valve. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of non-visible deposits might compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh (B)(4). In our point of view, no further regulatory actions are required.

Event description:
It was reported that there was a problem with a progav. It is suspected that he valve operated in underdrainage and the pressure setting adjusted itself. Height: 125 cm. Implantation: (B)(6) 2014. Removal: (B)(6) 2020. "Associated medwatches: MDR 3004721439-2020-00117 - same patient."